Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative, that two 950a81 adult ventilator heated circuits failed the leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. Method: the two complaint 950a81 adult ventilator dual heated circuit kits were received at fisher & paykel healthcare (f&p) in new zealand for investigation. The devices were visually inspected and performance tested. Results: visual inspection of the returned devices revealed no damages. The gas leakage test also revealed that both complaint circuits were within specification. Conclusion: we were unable to determine what may have caused the leak test failures as reported by the customer, as no fault was found with the returned devices. All 950a81 adult ventilator dual heated breathing circuits are 100% leak tested during production, and those that fail are rejected. The subject 950a81 breathing circuits would have met the required specifications at the time of production. The user instructions which accompany the 950a81 adult ventilator dual heated circuit kit illustrate state the following: "perform a pressure and leak test on the breathing system before connecting to a patient." "Check all connections are tight before use." The user instructions also warn the user: "set appropriate ventilator or flow source alarms to monitor therapy delivery."

Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. The complaint 950a81 adult ventilator dual heated circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation to determine if our product caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that two 950a81 adult ventilator heated circuits failed the leak test prior to patient use. There was no reported patient involvement.